Event description:
The reporter contacted animas on (B)(6) 2015 alleging display (dim/fading/color spectrum) issue. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved at the time of this report.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.